Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the display of the surgeon monitor was turning off intermittently. After the third occurrence, the monitor cable was disconnected and reconnected which resolved the issue. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.